Event description:
Reportedly, the instruments (two different devices used) were used for an extra-corporeal functional end to end anastomosis of the ascending colon. The instruments appeared to function properly and the staple lines were satisfactory. Post-op anastomotic leak led to sepsis and eventually to death. The surgeon indicated that he is satisfied with the performance of the instruments and does not feel that they were faulty. The devices are being returned for examination. Sex: unk. Procedure: lap right hemicolectomy.

Manufacturer narrative:
There were two different devices used on this incident. Device 2: MDR report number: 2647580-2006-00506, was coded as a malfunction and sent to the FDA on 11/27/2006. Upon evaluation/investigation of the device, the mdrs will be updated accordingly.